Event description:
Through follow-up, the surgeon provided the following additional information. Per report, the stent appears to be secure in the inferior angle with no obvious adverse reaction. The stent remains in the trabecular meshwork (tm) and appears to be working fine. The patient's current status was reported as "vision is perfect".

Manufacturer narrative:
MFR# reference: (B)(4).

Manufacturer narrative:
Additional information: the device was not available; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Dislodged stent is identified in the labeling as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. MFR# reference: (B)(4).

Event description:
It was reported that following a right eye (od) cataract plus trabecular microbypass stent system procedure, the surgeon observed one (1) of the two (2) stents dislodged and seating in the inferior angle. Through follow-up the surgeon conferred with glaukos medical monitor who reported discussing with the surgeon treatment options based on the impact of the stent positioning. Additional information has been requested.